Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged and fell into the ventricle however the patient was asymptomatic. Additional information from the field representative had indicated that lead dislodgement was determined during clinic visit through lead measurements. There was no other clinical observation that was observed. The physician performed a surgical intervention and this ra lead was successfully repositioned. No additional adverse patient effects were reported.